Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had supraventricular tachycardia with rapid ventricular response. It was noted the patient could have also had another tachycardia at that time. A shock was delivered, which accelerated the rhythm to ventricular fibrillation (vf). Several shocks were delivered which did not convert the arrhythmia and therapy was exhausted. The patient required external defibrillation to convert the arrhythmia. The device was subsequently explanted due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.